Manufacturer narrative:
The customer explained that they will run a full performance verification test and will call back if any issue is found. The customer has not responded to multiple attempts for more information. The complaint will be closed. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted.

Event description:
It was reported to philips by staff that the patient said the unit shut down and powered back on. The device was in use at the time of the event. There was no report of patient or user harm/impact. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The caller advised has not been able to duplicate the issue, and there were no significant errors in the logs. The caller advised that all the voltages are correct in the pneumatics screen, and the date code of the battery is 08-2020. The caller did find in significant event logs that the device was running on an internal battery. The rse instructed the caller to perform a full performance verification test (pvt) to help diagnose if anything is wrong with the unit and to call back with results.